Manufacturer narrative:
Approximate age of device: 3 years, 9 months. The manufacturer was unable to conduct an investigation of the device because it was not returned by the hospital. A review of the device history record revealed the device met applicable specifications. Based on the information available and due to the device not being returned for analysis, no conclusion can be drawn as to the cause of this event. The instructions for use lists driveline infection as a possible adverse event associated with the left ventricular assist system. No further information is available at this time. The manufacturer is closing its file on this event. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that on the evening of (B)(6) 2015, the patient was transferred from another facility to the implanting center with a long standing history of non-compliance and a driveline infection which had migrated to a pump pocket infection. The patient had been made do not resuscitate status and an explant was scheduled for (B)(6) 2015. The patient's ejection fraction was 45% and plans were to use a felt plug post explant. The patient expired in the operating room on (B)(6) /2015 during the explant. The pump will not be returned for evaluation.